Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she was having issues with the serter not inserting the infusion sets correctly. The buttons on the serter were sticking. The customer was hospitalize on (B)(6) 2015 due to a diabetic ketoacidosis and a bent infusion set cannula. Her blood glucose level was 557 mg/dl. The customer had nausea, vomited, and had difficulty breathing. The customer's diabetic ketoacidosis was treated in intensive care unit with insulin drip. She was dehydrated and was given fluids. The customer was wearing the insulin pump at the time of the hospitalization. The device was not returned.